Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues and occlusion. The following information was provided by the initial reporter: can¿t prime, occlusion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one 20039e sample was received in opened packaging from lot 21075362; no connecting products were received to assist the investigation. No further information was available to assist the investigation in this instance. A bd plastipak 50ml syringe was used to flush fluid through the product; upon connection to the syringe the piston of the smartsite opened, and no occlusions or flow restrictions were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075362 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned it could not be determined if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.